Event description:
One pt sample with discrepant sodium results. Initial result gave 140 mmol/l. Same sample repeated twice on two different analyzers- same methodologies resulted at 130 mmol/l and 128 mmol/l. Erroneous result was not reported. The field service rep was unable to determine the cause for the discrepancy. Performance tests were performed which were within specs.